Manufacturer narrative:
Complaint no: (B)(4). The peritonitis was reported to have occurred on an unknown date in (B)(6) 2014. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be due to a breach in aseptic technique. The patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with intraperitoneal (ip) vancomycin (dose and frequency not reported) for the event. In the same month as onset of treatment for the peritonitis, vancomycin therapy was stopped. The patient was discharged from the hospital two days after hospitalization and was retrained on aseptic technique. At the time of this report, the patient was reported to be recovered from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available.